Event description:
It was reported that the patient experienced ineffective therapy following a recent fall. Diagnostics revealed high impedances of both leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.